Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings:evaluation revealed that the keypad runner was intact. The up arrow and down arrow keypad buttons were intermittently unresponsive and the contrast and ok keys responded appropriately. Evaluation revealed contamination under the contrast, up arrow and down arrow keypad buttons. All of the buttons spring back or click normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons. This report is made based on results of investigation completed on 05/23/2016.